Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Suspect medical device serial #, corrected data: the initial report inadvertently reported the serial number incorrectly. Device manufacture date, corrected data: the initial report inadvertently reported this data incorrectly as the serial number was incorrect.

Event description:
It was clarified that the handheld computer was typically stored in the physician's desk. No direct user mishandling was believed to contribute to the event. Product analysis was completed on the (B)(4) computer and related software. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the handheld was receiving power intermittently due to confirmed intermittent ground connection in power receptacle. Continuity testing was able to identify an intermittent negative electrical connection in the power connector portion of the handheld serial cable. The cause for the open connection is associated with the serial cable plug leaf spring not making contact with the ac adapter barrel connector. A root cause for the observed leaf spring condition could not be determined during the analysis. No further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
A vns physician's office reported that they were having a problem with the dell x50 handheld computer turning on. The computer had reportedly been plugged into the power outlet and charged; it was showing an orange light. The caller was assisted through a hard reset, and the computer came on for a short time but then a message came up that indicating that the main battery was low and then the computer shut off. The caller then plugged the computer into a different power outlet and waited a few minutes for it to charge. The computer turned on, but again showed the low battery warning message and then shut down. It was reported that they were going to use it to see a patient but since it would not turn on, they did not try to interrogate a patient. Although product return is expected, good faith attempts for product return have been unsuccessful to date.